Event description:
Patient reported, left side device rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed. As per the investigation procedure deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Later, healthcare professional reported "pain" and "capsular contracture baker grade IV". The device has been explanted. It has been determined that the device is not PMA approved. Therefore, this record is no longer reportable to the FDA and will be unreported.